Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I am processing module assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 66122ud00. Device history review did not identify any non-conformance's or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot: 66122ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot: 66122ud00 was identified.

Event description:
The customer observed falsely decreased alinity I tsh. The customer reported a patient¿s physician questioned the result. The following information was provided with the sample tested on multiple alinity I am processing modules). A normal range of 0.35 iu/ml to 4.94 iu/ml. On (B)(6) 2025, initial ID: (B)(6) (initial sample) results were: 0.526 (from sn: (B)(6), 0.012 (from sn: (B)(6), 0.727(from sn: (B)(6), 0.009 (from sn: (B)(6). Additional sample (sample ID: (B)(6) results were: 1.003 (from sn: (B)(6), 1.698 (from sn: (B)(6), 0.786 (from sn: (B)(6). The customer also reported that sid: (B)(6) initial result was 0.062 and repeat result was 0.767. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ids are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh. The customer reported a patient¿s physician questioned the result. The following information was provided with the sample tested on multiple alinity I processing modules). A normal range of 0.35 iu/ml to 4.94 iu/ml. (B)(6) 2025 initial ID: (B)(6) (initial sample) results were: 0.526, (from sn (B)(6) ), 0.012, (from sn (B)(6) ), 0.727,(from sn (b(6) ), 0.009, (from sn (B)(6). Additional sample (sample ID: (B)(6) ) results were: 1.003, (from sn (B)(6) ), 1.698, (from sn (B)(6) ), 0.786, (from sn (B)(6) ). The customer also reported that sid (B)(6) initial result was 0.062 and repeat result was 0.767. There was no reported impact to patient management.